Event description:
It was reported that the implant at tooth site # 36 was removed. After loading, mobility was found. Fixture was fractured.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the implant was returned, and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported implant that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.